Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented for normal battery depletion change out. Upon pre-change out interrogation the right ventricular (rv) impedance measurement was noted to be between 14 to 22 ohms. A 41 joule commanded shock was delivered prior to the procedure which yielded in range shock impedance of 37 ohms. Upon pocket opening the pocket the scrub technician noticed the header on the implantable cardioverter defibrillator (ICD) was loose. The ICD was explanted as planned and replaced. The rv lead shock impedance tested normal with the new ICD and was left implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found a loose header and confirmed the clinical observation of a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.